Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain since (B)(6) 2015, diabetes mellitus, obesity, buttock pain, flu, abdominal bloating since (B)(6) 2016, weight gain since (B)(6) 2016, hepatic steatosis since (B)(6) 2016, ovarian cyst since (B)(6) 2016, allergic rash, hyperlipidemia, atrial fibrillation, hypertension, dyspareunia since (B)(6) 2016, hyperglycemia since (B)(6) 2016, osmolality low since (B)(6) 2016, hyponatremia since (B)(6) 2016, hemorrhagic cyst since (B)(6) 2016, dysuria and flank pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 9 months 9 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition: gallbladder problems"), alopecia ("hair loss") and abdominal pain lower ("pain, lower abdomen"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition") and tooth disorder ("dental problems"). The patient was treated with surgery (total abdominal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) oophore). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, fatigue, gallbladder disorder, alopecia and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, urinary tract infection, nausea, menorrhagia. Most recent follow-up information incorporated above includes: on 2-may-2018: information from pfs. New reporter added. Event updated: gastrointestinal or digestive system condition: gallbladder problems. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain since (B)(6) -2015, diabetes mellitus, obesity, buttock pain, flu, abdominal bloating since (B)(6) 2016, weight gain since (B)(6) 2016, hepatic steatosis since (B)(6) 2016, ovarian cyst since (B)(6) 2016, allergic rash, hyperlipidemia, atrial fibrillation, hypertension, dyspareunia since (B)(6) 2016, hyperglycemia since (B)(6) 2016, osmolality low since (B)(6) 2016, hyponatremia since (B)(6) 2016, hemorrhagic cyst since (B)(6) 2016, dysuria and flank pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 9 months 9 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and abdominal pain lower ("pain, lower abdomen"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition") and tooth disorder ("dental problems"). The patient was treated with surgery (total abdominal hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) oophore). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, urinary tract infection, nausea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, treatment medications, new events vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, cardiac disorder, nausea, tooth disorder, dysmenorrhea, vaginal discharge, fatigue, gastrointestinal disorder, alopecia and abdominal pain lower added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.